Event description:
The facility representative reported a pump that is turning on and off intermittently. Information was provided that the problem occurred before using the pump. No patient injury or medical intervention was reported. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.

Manufacturer narrative:
The pump has not yet been received for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.